Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited oversensing of noise leading to pacing inhibition with no asystole greater than two seconds. The cause of the noise was unknown. A revision procedure was performed where the rv lead was surgically abandoned and the pacemaker was explanted due to reported normal battery depletion. No additional adverse patient effects were reported.